Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011 at 19:10:34. With ultrafiltration reading of 1102ml during cycle two, indicating the home patient (hp) drained 1102ml more than their maximum programmed fill volume of 1700ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1102 ml during therapy initiated on (B)(6) 2011 at 19:10:34, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the therapy fill volume had been changed from 2500 ml to 1700 ml. At the start of therapy on (B)(6) 2011 at 17:57:34, the therapy fill volume was set at 2500 ml. Cycle 2 completed on (B)(6) 2011 at 21:38:56, and the user's actual drain volume during cycle 2 was 3602 ml. The actual drain volume of 3602 ml is 144.1% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.